Event description:
Subsequent to the initial medwatch report, the following additional information and clarification was received. It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close techique via 9fr sheath hole prior to a stent grafting procedure. Reportedly, when the plunger was removed, no sutures were attached to the needles of the proglide device. An additional proglide device was used for successful suture placement using the preclose technique. The procedure was completed and hemostasis was achieved with the sutures of the successfully placed proglide device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Reportedly, only one proglide device was used to close a puncture site greater than 8f. The electronic perclose proglide instructions for use (eifu), (el2122075, revision a, section 4.0 states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation does not appear to have contributed to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery using the preclose technique prior to stent grafting procedure. Reportedly, when the plunger was removed, no sutures were attached to the needles. Additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to a 9fr and the procedure was completed. Hemostasis was achieved using the pre-placed sutures from the additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.